Event description:
A uroview 2600 imaging table moved spontaneously without user control input during a procedure. When the table began to move the technicians were able to remove the pt from the table without causing any injury to the pt. The pt was taken to another room and the procedure was finished. Personnel at the hosp reported that the hand control was exposed to moisture when housekeeping cleaned the table prior to this case. The hosp has been cautioned to ensure that the hand control is not used if it is wet and to ensure that the hand control is bagged during all procedures, as specified in the instructions for use. After the pt was removed from the table one of the technicians shut the system down from the control booth. The staff has been retrained. The hand control was removed and replaced and no further incidents have been reported.